Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was getting a no delivery alarm on the insulin pump. Customer stated that he has called multiple times in the past 4-5 months. Customer stated that he changed his site this past saturday and since sunday morning, the pump has been waking him up and saying no delivery. Customer tried changing out the infusion set and reservoir. Customer tried running through the 5 unit fixed primed but he still gets a no delivery. Customer stated that he is not overly active. Customer tried to prime 5 units again but got a no delivery alarm. Customer stated that he dropped the insulin pump and it broke. Customer was advised that the pump will be replaced.